Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy( ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstruation irregular ("irregular periods"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received- event injury updated to pregnancy( ectopic). New events device ineffective, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), irregular periods, pelvic pain were added. New reporter, patient information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.